Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that the tubes are over filling during use with an unspecified bd vacutainer® citrate blood collection tubes. This occurred on 50 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (3 of 3 complaints) it was reported during survey customer experienced over filling of citrate blue tubes.